Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the g5 application stopped functioning properly on (B)(6) 2016. Patient reinstalled the application and began the re-pairing process. No injury or medical intervention was reported.